Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a system presented with the viscous fluid control (vfc) not working. The timing of the procedure and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative replaced the transducer printed circuit board (pcb) to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system manufactured on october 6, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the transducer printed circuit board (pcb). However, how or when the pcb became nonconforming cannot be determined conclusively. (B)(4).